Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that she had a tampon string broke off and she had to go to the ER to get it removed. Consumer was experiencing pain, infections, cysts and scaring. Consumer was treated with antibiotics and pain killers. Consumer is feeling better.